Event description:
It was reported via a call from the flight rn to the clinical support specialist (css) that they were getting "high baseline" alarms. The css spoke with the rn as they were transporting a male pt (pt.) With a 40 cc datascope iab on an aeroa2w. When they changed the connector on the datascope iab to the arrow connector and tried to a pump, a "high baseline" alarm was rec'd after approx 3 mins of pumping. It was checked for kinks and then tried again. The "high baseline" alarm was rec'd again with a few beats of pumping. The connector was changed out and they tried powering down the pump. After each activity more alarms were rec'd and the hot line was called. The css recommended checking the connector to make sure the "o" rings were intact and they were. Next the css had them power down the pump again with no change. They tried decreasing the helium volume and still rec'd the alarm. The position of the balloon was already verified. The css had them try and put some traction on the catheter and that did not help. Within a few beats, they got the alarm.

Manufacturer narrative:
(B)(4). Details of event: the css next had them try to reposition the pt's head of bed. This allowed the pump to pump for a few mins before the alarm. The rn and pt. Were currently in the back of the ambulance, but have not left the hospital for the helipad. The rn elected to go back into the hospital and reconnect the pt. To the datascope pump; the datascope pump is pumping w/o difficulty. The pt. Is currently sedated and ventilated. The css next had the rn do an internal leak test on the pump. The bpw (balloon pressure waveform) was just above the baseline and then a "system error 3" alarm. At this point, the css recommended that they either transport the pt. With the datascope pump or obtain another a2w (autocat 2 wave). The rn decided to have the team bring them another a2w. The rn thanked the css for the assistance. The css told the rn to call back if they had difficulty with the second pump. The rn will have this pump taken to the biomed when they return. Add'l info rec'd on (B)(6) 2012, per the flight rn stated that the pump was switched out successfully with another a2w. The pt. Was able to be transported to the hospital successfully. There was no report of death; complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy while waiting for another pump with no harm to the pt. The rn stated the pt. Was still receiving iabp therapy while waiting. The pt. Outcome was the pt. Was unchanged during the transport and was successfully transported with no other issues. The rn stated the pump was serviced. Per field service report rec'd on (B)(6) 2012: symptom - unit alarmed after a few mins with system error 3, high pressure. Findings/action taken: transducer on pcs (pneumatic control switch) was not working. Replaced pcs assembly and checked unit. Preventative maintenance was performed on system to insure proper operation. F/u report will be filed if add'l info becomes available.